Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of a conductor wire damage.

Event description:
It was reported that during central processing, the long bipolar grasper instrument was found to have broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The long bipolar grasper instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Visual inspection revealed no signs of missing parts. The instrument passed the electrical continuity test. Further inspection revealed no signs of missing parts and found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-jan-2026: the instrument was inspected prior to reprocessing, and the damaged conductor wire (black insulation) was then identified. There was no instrument collision, no arcing, and no thermal damage at the site of the conductor wire breakage was observed during procedure. The instrument was not inspected for any damage after the completion of the procedure. There was no patient injury.

Event description:
Refer to h11 for follow-up information.